Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified below-the-knee artery. A 3.00mm/1.5cm/140cm flextome small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured on the second inflation at 10 atmospheres after a minute. The device was removed using normal method without any problem, and the procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition after the procedure.